Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level of support. Review of sensor data did not indicate any system malfunctions. Support provided instructions to perform a sensor re-link to clear the calibration buffer and correct a potential calibration misalignment.customer care attempted to have the patient re-link the sensor as directed by escalation guidance, but initial relinking was unavailable, possibly due to transmitter charging status or system conditions. The patient was instructed to complete the diagnostic upload and continue system use for further evaluation.dms review eventually confirmed that the system was up to date and functioning appropriately, and no further action was required. The case was closed after the system showed current data and no additional interventions were required, with instructions to reopen if the patient contacted customer care again or provided additional information. B4. Date of this report 21 jan 2026. G3. Date received by the manufacturer? 21 jan 2026. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.